Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer rails were damaged and failed to close. A field service engineer replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had drawers were not properly aligned and failed to close. The customer reported that there was delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.